Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a knee procedure, the tip of the probe unit broke apart inside the knee. It is unknown if all the debris was removed.